Manufacturer narrative:
(B)(4).

Event description:
During a planned follow-up on (B)(6) 2017 , the physician observed the following warning message: "the device was reinitialized two time. Last reset: (B)(6) 2017¿. The patient reports that, on the day of the reset, he felt a "strange sensation in the defibrillator pocket area, like little shocks, and the device was hot."

Event description:
During a planned follow-up on (B)(6) 2017 , the physician observed the following warning message: "the device was reinitialized two time. Last reset: (B)(6) 2017". The patient reports that, on the day of the reset, he felt a "strange sensation in the defibrillator pocket area, like little shocks, and the device was hot."

Manufacturer narrative:
Preliminary analysis confirmed the reported event, but no root-cause could be found yet.

Event description:
During a planned follow-up on october 11th 2017 , the physician observed the following warning message: "the device was reinitialized two time. Last reset: (B)(6) 2017". The patient reports that, on the day of the reset, he felt a "strange sensation in the defibrillator pocket area, like little shocks, and the device was hot".